Manufacturer narrative:
The event of punctate epithelial staining due to corneal erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected, and/or changed data: b.5., h.6.

Event description:
Additional information reported patient recently experienced punctate epithelial staining due to corneal erosion. Event has not been resolved.

Event description:
Additional information received, noting the patient experienced mild worsening of iop. That started about a year after the xen implantation. And a year, prior to the removal of the device. The event recovered/resolved a month and a half later with no action taken with the study device.

Event description:
Additional information indicated patient also experienced choroidal detachment.

Manufacturer narrative:
The event of choroidal detachment is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of iritis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected, and/or changed data: b.5., h.6.

Event description:
Additional information noted patient experienced retinal hemorrhage (not device related) and fibrin in anterior chamber in the right eye against the xen®45 gts. The event has been resolved.

Manufacturer narrative:
The event of dry eye is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information noted patient experienced dry right eye against the xen®45 gts. The event has been noted to be not recovered/not resolved.

Event description:
Additional information reported the reported events have been resolved.

Manufacturer narrative:
The event of hypotony is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional event reported the device has been explanted due to persistent hypotony without any improvement. Xen®45 gts noted to be broken intraoperatively prior to removal and "implant is soft and brittle and difficult to remove."

Manufacturer narrative:
Concomitant medical products: incruse and ventolin (2 puff daily for chronic obstructive pulmonary disease). The reported events of irido - corneal touch and low intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced shallow anterior chamber and hypotony requiring viscoelastic injection in anterior chamber in the right eye. The device remains implanted. The reported events are resolving.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information reported patient was treated with homatropine 2% eyedrops and event of choroidal detachment has not been resolved.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information reported clinical patient experienced conjunctival hyperaemia in the right eye against the xen®45 gts. The event has been resolved. The device remains implanted.